Manufacturer narrative:
The reported field event of a battery voltage at 2.59 v without tripping the eri alert was confirmed in the laboratory via review of device image. Interrogation of the device revealed that eri had not triggered because the device was above eri when received. The device was tested on the bench using automated testing equipment and no anomalies were found.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely, multiple merlin.net transmissions were noted revealing that battery voltage met criteria for elective replacement indicator without an eri trip. The patient is pacemaker dependent and device change-out was discussed. No symptoms were reported.